Manufacturer narrative:
Device evaluation: as the product does not return for the evaluation, the complaint cannot be confirmed and either a product deficiency can be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had handling problem,unfolding issue and was improperly loaded. There was contact with the patient¿s right eye. The lens was removal and replacement. There was no incision enlargement or vitrectomy performed. However, a suture was placed as a result of a leak of the wound at the end of the surgery, therefore a suture on the wound in temporal (2.2). The replacement lens was the same model but a half diopter higher. The patient was doing good when discharged. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.